Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchia uncovered distal release stent was implanted to treat a malignant stenosis in the right main bronchus during a stent implantation procedure performed on (B)(6) 2018. Reportedly, the lesion was due to right airway subsection chondrification, the patient¿s anatomy was tight and had been dilated with a balloon catheter. According to the complainant, during the procedure, the stent was implanted successfully within the patient. On (B)(6) 2018, post stent placement, imaging was performed and showed the stent had migrated. The stent was removed with forceps and another ultraflex tracheobronchial stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An ultraflex tracheobronchial uncovered distal release stent and delivery system were returned for analysis. The stent was received deployed. Visual examination of the returned device found the shaft was kinked. The stent was measured to be within specifications. No issue with the stent and no other issue with the delivery system were noted. The damage noted with the returned device is consistent with excessive force being applied to the delivery system. The investigation concluded that the reported event and the observed failure were likely due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchia uncovered distal release stent was implanted to treat a malignant stenosis in the right main bronchus during a stent implantation procedure performed on (B)(6) 2018. Reportedly, the lesion was due to right airway subsection chondrification, the patient¿s anatomy was tight and had been dilated with a balloon catheter. According to the complainant, during the procedure, the stent was implanted successfully within the patient. On (B)(6) 2018, post stent placement, imaging was performed and showed the stent had migrated. The stent was removed with forceps and another ultraflex tracheobronchial stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.